Event description:
It was reported that during a procedure of the right coronary artery (rca) with moderate tortuosity, heavy calcification, 95% stenosis, the 2.0 x 20 mm voyager rx balloon catheter was used for pre-dilatation, but the balloon ruptured during initial inflation at 8 atmosphere (atm) after 20 seconds. A 2.0 x12 mm voyager nc was used, but it ruptured during the first inflation at 12 atm after 20 seconds. A non-abbott balloon catheter was used and the procedure was completed. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter; 2.0 x 12 mm voyager nc ((B)(4)), nc sapphire; guide wire: whisper ms; guiding catheter: axess; stent: xience v. The 2.0 x 12 mm voyager nc ((B)(4)), is being filed under a separate MFR#. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx voyager catheter used in the procedure may have aided in the investigation. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified, which likely contributed to the reported rupture. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or patient anatomy, such that the balloon ruptured upon the first inflation at 8 atmosphere (atm) which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.